Manufacturer narrative:
Ethnicity/race. Not hispanic/latino - white. Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer advocacy received a copy of the customer's medwatch report which states, "IV infusion pump malfunction m flight patient was maxed out on multiple drips, specifically pressors. Patient was on dopamine and vasopressin. Dopamine drip channel a on pump malfunctioned, then infusion pump would not run the drip. Attempted a second pump with similar issue. Then pump had a critical failure stating "needs serviced " error was on pump read "pumping latch closed" and pump was beeping and blinking red. While attempting to troubleshoot that pump, levophed was initiated and titrated up to max infusion to maintain the patient's blood pressure the patient's blood pressure was trending down at this time. Upon arrival at the destination facility, the patient arrested. Patient received CPR and 1 round of epi with return of spontaneous circulation (rosc). Patient was hemodynamically stable upon relinquishment of care. IV infusion pump taken out of service. What was the original intended procedure? Unknown." An incomplete date of event of (B)(6) 2019 was provided.